Event description:
It was reported that the stylus pen did not synchronize with the programmer screen. The programmer was returned for service. There was no indication given as to patient involvement associated with this event.

Event description:
It was reported that the stylus pen did not synchronize with the programmer screen. The programmer was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the tip of the stylus was broken off. It was also noted that the tab on the power cord bay door was broken. (B)(4).